Event description:
During set up for a surgical procedure, smoke was noticed coming from the battery. There was no patient or user injury. The procedure was completed using back up equipment.

Manufacturer narrative:
The product was evaluated by the manufacturer. The complaint was confirmed to be abnormal treatment of the battery, specifically moisture intrusion likely from the cleaning process and overheating, possibly from over autoclaving the battery. The instructions for use cautions against improper sterilization technique.